Manufacturer narrative:
Pc-(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * were there any patient consequences? * can you identify the lot number of the product that was used? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that a patient underwent a mixed hemorrhoid external excision and internal ligation, anal sphincter lateral resection, and anal papillary resection under combined lumbar and epidural anesthesia on 30-apr-2024 and suture was used. The intraoperative suture was brittle, and it was easy to break when tightening the suture, which affects the surgical progress. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No further information was provided.